Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir barrel leaked. Fluid was inside the insulin pump. The customer noticed the leak when they tried filling the insulin pump with insulin during normal use. The customer had the same issue with three reservoirs. The device was not returned.